Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer was informed by the sterile equipment coordinators that they were not informed of a scope requiring attention due to inverted or rotational images. However, the customer did recall the issue being mentioned. The scope was sent to sterilization instead of decontamination and must have been put back into circulation.

Event description:
It was reported that during a da vinci-assisted nephrectomy surgical procedure, the 0-degree endoscope plus had rotational related issues. The issue occurred after the customer manually reset the endoscope. Replacing the endoscope resolved the issue. The procedure was completed as planned with no reports of patient injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The technical support engineer (tse) had customer to replace the 0-degree endoscope plue to resolve issue. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved. Intuitive surgical inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: customer confirmed that the image was inverted. They tried to unplug and plug back in, but nothing worked. They also tried resetting the vision cart. Once they changed the scope with a new one, there were no issues.

Event description:
Refer to h11 for follow-up information.